Manufacturer narrative:
The softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics and destroy the functionality of the buttons. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013, it was reported that one of the buttons on the patient's infusion device was not functioning. The patient had reported that the device displayed e7 (electronic error) even after changing the battery. She also reported that the rubber covering of the up button was damaged. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Device evaluation is in progress.